Event description:
The facility reported a colleague infusion pump with a malfunction of an unspecified "failure". This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. The user interface module master software version is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with unspecified failure was confirmed during product evaluation. However, the root cause of the reported problem was not determined or identified. There have been no repairs made at this time. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A service history review revealed no previous service events were related to the reported condition. A device history review was performed with no exceptions found during manufacturing. This is involving a pump with software version 5.04.00 which is categorized as unremediated.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Baxter has received similar reports for the reported problem.